Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) rev. C is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that per outside medical records the patient's tricuspid regurgitation was present upon consult for lvad prior to implantation, and as of (B)(6) 2023, there was no evidence of tricuspid regurgitation. There is no allegation against the lvad or indication of malfunction.

Event description:
It was reported that the patient had low flow hazard alarms that required a low flow limit software update to both the patient's heartmate 3 system controllers. The patient was asymptomatic and obstructions were ruled out. These low flow alarms were in a setting of hypertension which improved with the re-initiation of guideline-directed medical therapy (gdmt) including entresto (sacubitril-valsartan) and aldactone (spironolactone). The patient had another set of low flow alarms and their medications were adjusted. On (B)(6)2023 the low flow limit software was updated. An echocardiogram performed on (B)(6)2023 revealed normal left ventricular chamber size with mild concentric left ventricular hypertrophy and increased apical trabeculation. There was severely decreased global left ventricular systolic function, severely diminished left ventricular ejection fraction, visually estimated less than 25%. The patient's interventricular septum appears in midline position at baseline and following an increase left ventricular assist device (lvad) pump speed. The patient had a dilated left atrium and a grossly normal-appearing right ventricle and right atrium at baseline and following an increase in lvad pump speed. They had a normal right ventricular size and function at baseline and following an increase in lvad pump speed. Grossly normal-appearing right atrium. The aortic valve was poorly visualised. The presence of aortic regurgitation was not assessed. Mildly thickened mitral valve with mitral annular calcification. The presence of mitral regurgitation was not assessed. The patient had mild to moderate tricuspid regurgitation. There was no pulmonary hypertension or pericardial effusion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.